Event description:
In 2008, the lay user/ patient contacted lifescan alleging the one touch ping meter prompted an error 1 message. The patient did not develop any symptoms and did not mention seeking any medical attention. The issue was resolved with through troubleshooting. This complaint is being reported because although the issue was resolved during troubleshooting, the details of the resolution are not known. Therefore, it is possible the meter may still have malfunctioned at the time the user alleged to have obtained the error 1 message. The patient did not develop any symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.